Event description:
Philips burton was notified regarding an aim100 single ceiling fixture that had smoke coming out of the arm; where the spring arm and the yoke head attach. There was no injury reported. No add'l info is available at this time.

Manufacturer narrative:
Na